Manufacturer narrative:
E4 is unknown. No information has been provided to date. H10: device evaluation: one sample was returned for investigation. The sample was received in used condition without the original package. Returned sample was tested to detect any condition that could cause a leak. A leakage was detected in the cuff, which confirmed the complaint. The root cause was that the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. No corrective action was required as there was no information indicating if the product leaked in the pre-checked that suggest to the instruction for use. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a tube was in use on a patient and a leakage of the cuff was found. The tube was changed. No patient injury reported.

Manufacturer narrative:
Serious injury.